Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to flush. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first nt clip delivery system (cds) was advanced; however, prior to grasping, it was determined that a larger clip would be better suited for the procedure. The clip was not implanted and the cds was removed. A new xtr cds was advanced to the mitral valve. After the clip was opened, significant tension was felt in the cds handle while translating the handle back and forth. It was also noted that the flush connected to the side port of the cds handle was not dripping. The pressure on the heparinized saline bag was 300 and the thumb wheel was completely opened; however, there was no flush coming out. The clip was not implanted and the cds was removed and replaced. One clip was implanted reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported difficult to flush the clip delivery system (cds) and difficult to position the delivery catheter (dc) handle were not confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and a definite cause for the reported difficult to flush and the reported difficult to position the dc handle (advancement and retraction) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.